Manufacturer narrative:
**Update**(B)(4) 2013 - patient's medical records were received. Records indicate the patient was revised to address a dislocation. Records also confirmed depuy was the manufacturer of the head. The head was added to the complaint. Medical records and x-rays were obtained and reviewed. The patient has hyperligamentous laxity, and due to her preoperative congenital hip dysplasia has slightly increased anteversion of her femoral neck, making her more unstable anteriorly. No product problem identified. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states patient has been revised due to a dislocation. (B)(4) 2013 - patient's medical records were received. Records indicate the patient was revised to address a dislocation. Records also confirmed depuy was the manufacturer of the head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.